Manufacturer narrative:
Investigation results: the product was not returned. The investigation was based upon batch history review, historical data analysis, and event description. The broken ceramic components can be seen in the images provided. The information was forwarded to the manufacturer of the ceramic components, ceramtec, with a request for a statement. Excerpt from ceramtec's report: "based on the numbers provided, the components at issue could be identified as ceramtec components. Protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the insert and on the femoral head conformed to the specification valid at the time of production." Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot numbers. Conclusion/preventive measures: since the "crunching" in the joint became noticeable immediately after the fall, it can be assumed that the fall was responsible for the fracture of the implants. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material-, manufacturing- or design-related failure.

Event description:
It was reported that there was an issue with nj107 - biolox prosthesis head 8/10 32mm m. According to the complaint description, there was postoperative breakage of ceramic liner after approximately 12 years. The patient had fallen and heard a "grinding" noise. An initial x-ray was taken and results showed the broken ceramic; the patient was hospitalized the same day. During the revision, the head and liner were cracked and chipped. A non-aesculap acetabulum and head were inserted to complete the procedure. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no.(B)(4). Other leading material - not sold to us: nh102/sc/msc ceramics insert 32mm 48/50 sym. (Aesculap ag reference no. (B)(4)). Involved component: nh048t/ plasmacup sc size 48mm (aesculap ag reference no. (B)(4)).